Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling across hilum of spleen in an open procedure of splenectomy, there was poor staple formation as the stapler misfired and did not properly provide hemostasis. They felt the staple reload was moving on its own and a staple line incomplete was also noted in this incident. Patient had a blood loss of 500 cc or more that requires blood transfusion and the surgical time was extended approximately 45 minutes due to surgeon having to suture where the staple misfired.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Initial visual inspection of the first instrument noted no abnormalities. Functionally, the first instrument was loaded with a reload. It was observed that the instrument was able to be cycled without pressing the green firing button. The instrument was disassembled for visualization of internal components. This examination found that the grasping mechanism was fractured. Visual and functional evaluation of the second instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. The investigation detected a secondary condition of a broken grasping mechanism that has no relationship to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling across hilum of spleen in an open procedure of splenectomy, there was poor staple formation as the stapler misfired and did not properly provide hemostasis. They felt the staple reload was moving on its own and a staple line incomplete was also noted in this incident. The staple load did not fire because they could not close the staple cartridge on the tissue. Patient had a blood loss of 500 cc or more that requires blood transfusion and the surgical time was extended approximately 45 minutes due to surgeon having to suture where the staple misfired.